Event description:
Customer reports receiving erratic readings in blood glucose tests. Customer received readings of 319 mg/dl, 446 mg/dl, and 99 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of the death, serious injury.